Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio: 1.2, 2.2; lab: 2.7. Two inratio results obtained within two minutes of each other - one on each hand. The lab result was done within an hr. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.